Event description:
It was reported that during a preventative maintenance check the external pulse generator powered off immediately after it was turned on. It was further noted that the battery drawer did not close all the way. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis could not confirm the customer comment regarding the power down issue. Analysis did confirm the customer comment that the battery drawer does not close all the way, also that the bottom of the negative battery contact was bent up which created a stop for the battery. Analysis also found that the upper and lower cases and ring cover were broken, that both bail covers and bails were missing, that the lower case, battery release, heart wire contacts and heart block were contaminated, that the lower case and lead flex cover were corroded, that the heart wire contacts were patinaed and the keyboard window was scratched.